Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 21. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with bruxism. No product was returned to the manufacturer. At the event the patient experienced: mobility and inflammation. No further patient complications were reported.